Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported issue was able to be replicated. The cause of the issue was a defective printed wire assembly (pwa) board. The pwa board was replaced. The device could not be repaired because it is beyond economic repair (ber) according to the ber requirements. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed error code 46011. The event occurred during testing. No patient involvement was reported.